Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty placing the lead. It was unknown if the placement difficulty was due to the patient's anatomy. A different lead was implanted. No patient complications have been reported as a result of this event.